Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a pattern of lows attributed to overcorrection behavior while using the ilet system, with education provided on appropriate hypoglycemia treatment and pump behavior and no device alerts or alarms reported beyond standard low glucose notifications. Symptoms included hypoglycemia with a reported nadir of 39 mg/dl, without loss of consciousness or need for assistance. Outcomes included transient low glucose less than one hour, corrected with oral carbohydrate intake. Investigation included case review and user troubleshooting with education on correcting lows and assessing when to change infusion sites. Investigation of this case revealed user-related overcorrection as the primary factor contributing to glycemic variability, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.